Event description:
Device 1 of 2. Reference MFR report# 1627487-2011-05314. The pt received his scs system on (B)(6) 2010, including an ipg and a paddle lead. It was reported that the pt was experiencing pain at the ipg and lead site. The pt's dr feels that the pt has a systemic infection due to the pt having a lot of broken teeth. The dr. Does not think the infection is product related. The issue was resolved with oral antibiotics.

Manufacturer narrative:
Evaluation method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt¿s medical history and is unable to form an opinion as to the relevancy of the pt¿s history to the event reported. Sjm differs to the pt¿s physician regarding medical history.